Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in lens case/vial. Visual inspection found haptic broken. (B)(4).

Manufacturer narrative:
Additional information: (B)(4). Secondary surgery intervention, exchange, pigment dispersion, significant reduction of irido corneal angles,pupil moderately dilated. Work order search: no similar complaints were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5 diopter, in the patient's left eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, loss of bcva, significant reduction of irido-corneal angles, pigment dispersion, blurred vision, glare/haloes and pupil moderately dilated. On (B)(6) 2017 the lens was exchanged with vicmo12.6 and this resolved the problem. The patient's post-op best-corrected visual acuity was 20/20 and uncorrected visual acuity was 20/40.

Manufacturer narrative:
(B)(4).